Event description:
The customer reported, that the tube has broken where the pilot line attaches to the hub. The product had been in pt use for about 12 days, when the failure occurred. The tube was replaced in the pt and no pt harm was reported. The customer will return the tube for evaluation.